Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had blue screen issue and application freezed. The technical support specialist closed the complaint as per customer state. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station experienced an unexpected logout, which resulted in a blue screen. The customer reported that the user was unable to retrieve any medication from the station, which results a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system station experienced an unexpected logout, which resulted in a blue screen. The customer reported that the user was unable to retrieve any medication from the station, which results a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.